Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The production record review, and device technical analysis revealed no product issues and the ipg displayed normal device characteristics. This investigation is able to determine a probable root cause for the complaint as being a known inherit risk of the device.

Event description:
It was reported that the patient experienced wound dehiscence at the ipg site. The patient underwent a procedure in which the ipg was replaced. The patient was prescribed antibiotics, but an infection was not confirmed. The patient is doing well post operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced wound dehiscence at the ipg site. The patient underwent a procedure in which the ipg was replaced.

Event description:
It was reported that the patient experienced wound dehiscence at the ipg site. The patient underwent a procedure in which the ipg was replaced. The patient was prescribed antibiotics, but an infection was not confirmed. The patient is doing well post operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.